Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 21-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of procedural pain ("pain was intense immediately after surgery") and postoperative adhesion ("adhesions formed after essure removal") in a female patient who had essure (ess205) (batch no. 623826) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced procedural pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced postoperative adhesion (seriousness criterion medically significant), fallopian tube spasm ("essure coils were causing contractions in the fallopian tubes"), pelvic pain ("chronic pain after essure removal") and ovarian fibrosis ("right ovarian bad scarring"). The patient was treated with surgery (essure removal resulting in tubal ligation) and surgery (adhesions removal twice and hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the procedural pain, postoperative adhesion, fallopian tube spasm and pelvic pain outcome was unknown and the ovarian fibrosis had not resolved. The reporter provided no causality assessment for ovarian fibrosis, pelvic pain, postoperative adhesion and procedural pain with essure (ess205). The reporter considered fallopian tube spasm to be related to essure (ess205). The reporter commented: deliberating pain (post procedure) continued for a further ten days until devices were removed. After essure removal, chronic pain continued and adhesions were formed, removed twice, subsequently the consumer had surgery for a hysterectomy. She currently has right ovarian bad scarring that causes chronic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: procedural pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.